Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that the patient received inappropriate therapies and was in the intensive care unit due to low heart rate. A lead integrity alert (lia) triggered for the right ventricular (rv) lead. The lead exhibited high thresholds, no capture at maximum outputs, high impedance, undefined impedance, oversensing, noise, elevated sensing integrity counter (sic), and as possibly fractured. The lead was attempted to be capped and replaced, but venous access could not be gained. The lead was turned off and three days later the lead was capped and replaced. No further patient complications have been reported as a result of this event.